Manufacturer narrative:
The report claims as the end-user was seated in the device while outside on their deck, the device was reported to have driven off the side of the deck which allowed the device, with end-user, to fall approximately 5 feet. It was reported the end-user sustained a significant injury to their right leg requiring multiple surgeries to correct. The deck was described as not having any railings installed which could have potentially prevented the device from going off the edge. The device is equipped with a total control head array (tcha) which controls operation of the wheelchair and its functions by moving the head, or other body part, within activation range of the proximity sensors. Reports received claim the end-user was unaccompanied while outside on the deck. It was reported as being a warm day and the end-user started perspiring. The report provided to permobil claimed the family believes the build up of moisture, i.e. Sweat, on the rear occipital pad was sensed by the tcha as being a drive command. Description of the events claim the device had initiated a drive command and the end-user was unable to stop the device in time before reaching the edge of the deck. Interviews conducted with the family indicate prior to this event occurring, they were aware of and familiar with the potential for involuntary movement as the result of moisture on the pads, as outlined in the head array control system owners manual. The device in whole is reported to remain operational and is currently being used by the end-user's family via the attendant control as a temporary measure until a new device is provided. The tcha sustained damages which rendered it unable to tested for operability. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report claiming while end-user was out on their home deck (without railings in place) the device was inadvertently driven off the side of the deck. Reports indicate end-user sustained significant injuries requiring hospitalization and surgery.